Event description:
Additional information reported indicated that the patient was scheduled for a cervical lead revision in six days, for (B)(6) 2013. Six days later it was reported that the case had just been finished, the patient "had done great," and both leads had been changed. It was also reported that the old leads had been discarded.

Event description:
It was reported that the patient's therapy had "not been working" for several months. The patient's stimulation did not cover all areas it was meant to be. Specifically, the stimulation did not reach the back of her shoulders, her neck, and parts of her arms. The patient had an x-rays. The manufacturer's representative and the health care provider agreed that she should have a revision to correct coverage. The patient's health care provider never described migrated, broken, damaged leads. On (B)(6) 2012, while the stimulation was on, the patient was on a couch in blankets watching tv. And her device did something, but she couldn't explain what. The patient felt as if someone turned up her stimulation way too high. The patient heard a noise like a semi truck going by. The patient stated it was horrible and she thought she was going to die. The patient thought she was being electrocuted. The patient's left arm and hand contracted and that she couldn't move or open her hand. The patient stated the "area where she was is undergoing geological testing involving injecting something into the ground," but she didn't know what. The patient stated the ground was shaking during this episode. The patient called 911 and was taken to the emergency room (ER). The ER doctors couldn't do anything for her but told her that it was an episode of her reflex sympathetic dystrophy (rsd). The patient was not sure if this was the case. The patient was still having trouble with her left hand and couldn't use/open it. The patient's hand was purple. The patient's back had hurt since this morning ((B)(6) 2012) and she had headaches since episode yesterday ((B)(6) 2012). The patient was currently on program 1 at 0.2v and that she never adjusted stimulation. The patient turned her device down and off during the call. Additional information from the physician indicated that the cause of this event was unknown. The issue was due to intermittent stimulation. A revision was scheduled on (B)(6) 2012. The patient had an x-ray on (B)(6) 2012 and found no abnormal. The patient's outcome was no injury. The patient didn't require hospitalization.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type - extension. Product ID 37743, serial# (B)(4), product type - programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type - extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type - lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009,explanted: (B)(6) 2013, product type - lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type - lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type - lead.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension.

Event description:
Additional information received reported that the patient had concerns regarding the device or therapy but was working with the health care professional (hcp) and manufacturing representative.

Manufacturer narrative:
(B)(4).